Event description:
It was reported that on (B)(6) 2024, the customer reported that the system was displaying errors. A field engineer examined the equipment and it was noted that the c-arm switch assembly on the left side of the c-arm was faulty, sloppy and sticking causing the c-arm to rotate when released. Both left and right c-arm switches were replaced and the system met the manufacturer´s specifications. No patient or staff injury reported.